Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the distal part of the stent was damaged; with stent struts pushed proximally, lifted and distorted. The od (outer diameter) of the undamaged proximal part of the stent was measured and was within the maximum crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Proximal balloon wings appeared to have been opened slightly from their folded position. Crimp stent markings were evident on exposed balloon wall. A visual and tactile examination found several slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-nov-2016. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The procedure was closed with no patient complications reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.